Event description:
It was reported that the catheter was being placed in the pt's radial artery in the cardiac care unit (ccu). The resident encountered difficulty and the spring wire guide (swg) unraveled. As a result, the entire catheter/swg/needle assembly was removed and another kit was opened and placed successfully. They do not know if this caused a delay in treatment. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.